Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
Codes added: bradycardia (e060104). This is reflected in h6 (6. Health effect - clinical code) codes removed: device revision or replacement (f1905). Clinical assessment: a 66-year-old man experienced an acute myocardial infarction complicated by cardiogenic shock. He was initially treated at an outside hospital, where he received coronary stents to the left anterior descending artery. During that hospitalization he suffered a cardiac arrest, and an impella cp mechanical circulatory support device was placed.on the day prior to transfer, the patient required four cardioversions for episodes of a "wide complex tachycardia." Due to persistent hemodynamic instability, the decision was made to transfer him. Upon arrival, the patient was receiving multiple continuous infusions for hemodynamic support. A cardiogenic shock alert was activated, and the clinical team decided to escalate mechanical support from the impella cp to the impella 5.5 device.a successful insertion of an impella 5.5 device was performed via the right axillary artery. The impella cp device was removed, and a percutaneous closure device was deployed. Pulses were confirmed to be present in the right lower extremity following removal. The patient was transported to the intensive care unit with ongoing mechanical circulatory support.the attending physician noted concern that the device did not appear to be providing adequate forward flow, as the pulmonary capillary wedge pressure remained elevated. The clinical team requested that the removed device be returned for performance analysis. A temporary transvenous pacemaker had been placed the previous day for symptomatic bradycardia.the patient experienced fever. Ultimately, with the assistance of the impella 5.5 device, the patient was successfully bridged to a left ventricular assist device. The impella cp will be coded for arrhtymia, surgical interventionand device revision or replacement. The impella 5.5 will be coded for fever, arrhytmia, bradycardia and serious injuryas outcome. The patient experienced episodes of arrhtymias with both devices. Arrhythmias occurred in the setting of acute myocardial infarction, cardiogenic shock, multiorgan stress, and exposure to multiple inotropic and vasoactive medications.based on the clinical information available, the arrhythmias are most consistent with the patient¿s underlying cardiac condition rather than device-related. Fever in a critically ill patient with cardiogenic shock is multifactorial and clinically common, and may be related to infection, systemic inflammation, or the underlying disease process rather than device-related. Here were no signs of insertion-site infection.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 66-year-old male was implanted with impella 5.5 for support for cardiac arrest. Impella cp was placed. Patient cardioverted with ¿wide complex tachycardia,¿ and the decision was then made to initiate transfer to facility. Patient was on multiple drips on arrival, c-shock called and decision to escalate to 5.5. Doctor felt pump not flowing as expected as pulmonary capillary wedge pressure is high. Wants pump returned for analysis.